Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient sometimes gets tingles in their hand. Patient synced with the patient programmer (pp) and they confirmed the implantable neurostimulator (ins) was on and fully charged, with "both sides" set to 2.10. It was reviewed that therapy was on, patient was redirected to the health care provider (hcp) to report symptoms. Additional information was received from the consumer on 2020-mar-18. It was reported "it stopped and I'm not having a problem with that anymore." Additional information was received from the consumer on 2020-apr-13. It was reported the circumstances that led to the tingling in the patient's hand was most nights when lying in bed on their right side, they get a shock in their chest on the right side. It is not painful and is a quick jolt. No changes in implantable neurostimulator (ins) settings and device was fully charged.

Manufacturer narrative:
Additional review indicates this information regarding the shocking when lying on right side was already reported in manufacturer¿s report #3004209178-2020-05784. Any additional information regarding the event will be submitted as a supplemental submission to that report. If information is provided in the future, a supplemental report will be issued.